Event description:
It was reported that resistance was encountered upon withdrawal of the microcatheter. As the physician manipulated the device to remove it, the catheter detached at the shaft. There was no clinical consequence to the patient.

Manufacturer narrative:
Device avail. For eval? - corrected. Device returned to MFR.? - corrected. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Analysis revealed three breaks at 6.3cm, 23.4cm and 50.9cm from proximal end of the catheter. The inner braid was exposed but was not broken for all the three breaks. The catheter's distal tip was flattened, and the distal end was flattened at multiple sections. The catheter was kinked at multiple sections from the distal end and from the proximal end. There was severe coating damage along the catheter; however, there was no peeling or missing coating present. During functional test, severe resistance was encountered at 102cm as a mandrel was advanced through the catheter. The mandrel was advanced with force at the distal end of the catheter and dried blood exited from the catheter shaft. Additional information indicated that continuous flush was maintained, no resistance was encountered during initial insertion and that the catheter functioned as intended during the procedure. However, the presence of dried blood is indicative that retrograde blood flow occurred. It is probable that continuous flush was not maintained during removal of the catheter which resulted in removal difficulties and ultimately in damages observed on returned device. Therefore, based on all the information available, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that resistance was encountered upon withdrawal of the microcatheter. As the physician manipulated the device to remove it, the catheter detached at the shaft. There was no clinical consequence to the patient.